Event description:
It was reported to a livanova representative by a patient that she was experiencing increased frequency of vns going off, shortness of breath (captured as dyspnea), diminished voice capacity (captured as voice alterations), aspiration, and coughing. The patient notes that there settings were lowered due to these side effects. These events have been captured in MFR report # 1644487-2016-01235. The patient noted that another patient was feeling the exact "similar" symptoms, specifically noting "misfiring of the vns", and reportedly had the device removed and implanted in the patient's brain, reportedly because of "air in the tubing". No additional or relevant information has been received to date.